Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (1) pen ndl 32ga 4mm pro without teardrop label. It was reported by the consumer that the pen needle fails to deliver insulin. All returned pen needle was visually examined using magnification and found npe bent cannula. Most likely, pen needles were clogged during priming due to non-patient end was bent. As the samples return were open root cause cannot be determined. Hence, the alleged issue could be confirmed based on the samples retuned for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles clogged during the insulin injection. The following information was provided by the initial reporter: "I have been an insulin requiring diabetic for many years. Ocassionally I must replace a pen needle after it fails to deliver the insulin that is in the pen lately I would estimate 5-10% failure rate of my current supply of bd nana 2nd gen pen needles."

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles clogged during the insulin injection. The following information was provided by the initial reporter: "I have been an insulin requiring diabetic for many years. Ocassionally I must replace a pen needle after it fails to deliver the insulin that is in the pen lately I would estimate 5-10% failure rate of my current supply of bd nana 2nd gen pen needles."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles clogged during the insulin injection. The following information was provided by the initial reporter: "I have been an insulin requiring diabetic for many years. Occasionally I must replace a pen needle after it fails to deliver the insulin that is in the pen. Lately I would estimate 5-10% failure rate of my current supply of bd nana 2nd gen pen needles".